Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.

Event description:
On august 31, 2021, the lay user/ patient contacted lifescan (lfs) USA, alleging that her onetouch verio reflect meter was displaying an error message of ¿error 4¿ and ¿error 2¿. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after the medical surveillance specialist reviewed the call recording. The patient reported that the alleged error messages began to appear on (B)(6) 2021, at 4 pm. At 5 pm that same day the patient tested again and obtained a blood glucose reading of ¿404 mg/dl¿ on the subject meter. The patient tests her blood glucose four times a day and manages her diabetes with oral medication (glipizide and metformin ¿ dose unspecified) and stated that she went to the pharmacy where they provided her with glipizide to ¿revert the effect of the reading¿. On (B)(6), at 7 am the patient developed symptoms of ¿sweaty palms, high beating heart, shortness of breath and feeling weak¿. The patient indicated that she did not take any of her regular medication because she still was unable to get a reading, but instead went to the emergency room (ER) at 9 am. A fasting blood glucose reading of ¿119 mg/dl¿ was obtained on an ER meter at 1 pm. The patient got discharged from the ER at 5 pm and at 6 pm she ate fish and soup along with her medication (1000 mg metformin, 10 mg glipizide and 25 mg jardiance). No other medical treatment was reported. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time and the issue remained unsolved. The cca established that the error was caused by the system. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive indicative of a serious injury adverse event after the alleged meter issue began and the device could not be ruled out as a cause or contributor to the event.